Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris. Osteolysis of acetabulum reported.

Event description:
It was reported that revision surgery was performed. The reason for the revision was not reported.

Manufacturer narrative:
Devices currently undergoing analyses.